Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm approximately three weeks ago. The diameter of the aortic neck was 20mm proximally and 26-28mm distally with a length of 36mm. The diameter of the right internal iliac artery was 11.5mm, and the left was 10mm. The diameter of the right common iliac artery was 11mm, and the left was 15mm. The distal sealing zone in the right iliac was 12mm. The distal sealing zone in the left iliac was 28mm. There was calcified stenosis in the distal side of the left common iliac artery. It was reported that the physician planned to deploy the bifurcated stent graft just proximal to the calcified stenosis in the left common iliac artery. However, the ipsilateral limb did not adequately show up on angio and during the stent graft deployment the distal diameter was positioned lower than planned because the bifurcated stent graft could not be pushed up due to the relatively narrow 20mm diameter of the distal limb. The distal ipsilateral limb was positioned between the calcified stenosis and the external iliac artery and this made it difficult to remove the delivery system. It was also noted that there was a distal type I endoleak in the right iliac. The endoleak improved after ballooning with a pta balloon catheter but it did not completely resolve. A follow-up CT done four days later showed the type ib endoleak in right iliac had increased. The physician commented that the cause of type ib endoleak was due to the tortuosity from the terminal aorta to cia where the stent graft was positioned. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inaccurate stent graft delivery, removal difficulty. Tortuous iliac arteries. Poor visualization on ipsilateral side; oversized bifur in proximal aortic neck. Conclusion: tortuous iliac arteries. Poor visualization on ipsilateral side; oversized bifur in proximal aortic neck.